Event description:
It was reported that the lens vaulted asymmetrically in the pt's left eye post implant. Reportedly, the pt noticed a decrease in vision. Yag was performed and pt prognosis was reported as "good". According to the surgeon, "excessive fibrosis" was the likely cause of the event.

Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.